Manufacturer narrative:
Only the replaced component was returned to the manufacturer for evaluation.

Event description:
A ventilator was returned to a third party service center alleging the device was not cycling properly. The device was not in patient use. The ventilator was returned to the third party service center and the customer's complaint was confirmed. The device's active exhalation control module was replaced to address the issue. The active exhalation control module only was returned the manufacturers product investigation laboratory for further evaluation. The root cause of the active exhalation control module failing was due to the proportional valve being stuck closed.